Event description:
A male patient contacted customer support to report that neither of his battery packs will charge properly in the charger. Patient stated that when he places them in the charger, the green led immediately comes on indicating a full charge, along with the flashing "battery pack fault" led. Both batteries do this and when placed in the monitor, both batteries will start it, but the battery slider icon shows completely empty. He is continually changing the battery every several hours. A new charger and 2 new battery packs were provided. 7 days later, the patient contacted support to report the same issue with his replacement battery packs. He also reported, that he had both battery packs out of the system and they are progressively getting warmer. The patient's charger, battery packs, and monitor were replaced as precaution.

Manufacturer narrative:
Device manufacture dates: battery pack - 06/2006, battery pack - 05/2006, battery pack - 10/2006, battery pack - 11/2006 battery charger - 03/2006, battery charger - 05/2006, monitor - 02/2006. Device evaluation summary: device evaluatons of the returned equipment have been completed. The reported problem was confirmed. Battery packs were each received with 0 volt output. Each pack had a defective u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The non-random nature of this patient's failures resulted in additional investigations into the patient's home environment and device care practices. Nothing out of the ordinary was noted. The root cause of the shorted u3's cannot be positively identified. Battery charger passed all functional tests. Second battery charger passed all functional tests. Monitor passed all functional tests. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery packs. The patient received replacement battery packs.